Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and the competitors right atrial (ra) and right ventricular (rv) leads stored signal artifact monitoring (sam)episodes and atrial tachycardia response (atr) episodes showing oversensing of noise from the minute ventilation (mv) sensor. Pacing impedance measurements were also higher on the ra lead and one out-of-range measurement of greater than 3,000 ohms had been recorded on the rv lead. The field representative reported that the physician programmed off the sam and programmed the mv sensor back on. Technical services discussed the risks of this programming, as pacing could be inhibited with the noise oversensing. However, this patient was not pacemaker dependent. Troubleshooting for the noise and impedance issues on the non-boston scientific leads was recommended. The field representative provided the troubleshooting suggestions to the physician, who planned to review the options and would decide on a treatment plan. No further information was provided to the field representative. No adverse patient effects were reported.approximately eight months later, this pacemaker was explanted and replaced. The competitor's leads were confirmed to be fully inserted into the device header, and when tested on the pacing system analyzer (psa) normal measurements were observed. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and the competitors right atrial (ra) and right ventricular (rv) leads stored signal artifact monitoring (sam)episodes and atrial tachycardia response (atr) episodes showing oversensing of noise from the minute ventilation (mv) sensor. Pacing impedance measurements were also higher on the ra lead and one out-of-range measurement of greater than 3,000 ohms had been recorded on the rv lead. The field representative reported that the physician programmed off the sam and programmed the mv sensor back on. Technical services discussed the risks of this programming, as pacing could be inhibited with the noise oversensing. However, this patient was not pacemaker dependent. Troubleshooting for the noise and impedance issues on the non-boston scientific leads was recommended. The field representative provided the troubleshooting suggestions to the physician, who planned to review the options and would decide on a treatment plan. No further information was provided to the field representative. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and the competitors right atrial (ra) and right ventricular (rv) leads stored signal artifact monitoring (sam)episodes and atrial tachycardia response (atr) episodes showing oversensing of noise from the minute ventilation (mv) sensor. Pacing impedance measurements were also higher on the ra lead and one out-of-range measurement of greater than 3,000 ohms had been recorded on the rv lead. The field representative reported that the physician programmed off the sam and programmed the mv sensor back on. Technical services discussed the risks of this programming, as pacing could be inhibited with the noise oversensing. However, this patient was not pacemaker dependent. Troubleshooting for the noise and impedance issues on the non-boston scientific leads was recommended. The field representative provided the troubleshooting suggestions to the physician, who planned to review the options and would decide on a treatment plan. No further information was provided to the field representative. No adverse patient effects were reported.